Event description:
It was reported that the lead fractured at the costoclavicle clip level and the lead failed to stimulate. Attempts to remove the lead were unsuccessful. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.